Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the pump alarmed no delivery during the basal rate delivery. The customer stated that he changed the infusion set, but the pump kept alarming, and his blood glucose levels were greater than 500 mg/dl. The customer called his healthcare provider for a back up plan to treat his blood glucose levels. The customer then changed the entire infusion set and the issue was resolved. Troubleshooting was performed, and insulin exited the tubing during the prime test but the call was disconnected before the test was completed. Called the customer back to continue troubleshooting, but there was no answer. Left message for customer to call back. The customer later called back but he could not continue troubleshooting as he was at work. The customer stated he would call back once he got home and was ready to set up another infusion set. No device was returned for analysis.

Manufacturer narrative:
The correct information has been provided with this report. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.